Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek inrange meter compared to a laboratory result using a chronometry satellite stago method. The meter result was 6.9 inr. The laboratory result was 2.5 inr. The results were taken less than 3 hours apart. The customer's therapeutic range is 2-3 inr.